Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubie pockets had failed. A field service engineer verified all connections between the controller boards and other components, finding everything in place. As a precaution, the fse replaced both original controller boards. Drawer six had issues, so the fse replaced its drawer controller, the pixie bus module controller, and the latch sensor due to loose connections. After reconfiguring the drawer, testing was completed using the application test mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple cubies was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.